Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the gel breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent an unspecified breast implantation procedure with an unspecified mentor gel breast implants and experienced bilateral rupture post-operatively. As a result, the patient underwent removal on (B)(6) 2020. This report is for the second of two devices.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on feb 19, 2021, it was noticed the previous report contained erroneous information. H3 "device evaluated by manufacturer?" Was marked as no. The field has been updated.